Event description:
It was reported when using the bd vacutainer® edta 2k customer found black spots onto one tube and dirt on the other. The following information was provided by the initial reporter. The customer stated: ¿the customer reported the following two issues observed in 2 of 100 edta tubes:(1) black spots: black spots were found onto one tube. (2) fm - dirt: dirt-like fm was adhering onto one tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 samples and 4 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed and revealed banding ink on the outside of the tube and shield and, embedded foreign matter in the tubes. Bd was able to confirm the customer¿s indicated failure modes of black spots (ink) and foreign matter with the samples and photos provided. The exact cause of the banding ink on the tube could not be determined while the exact cause of the foreign matter is attributed to the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k customer found black spots onto one tube and dirt on the other. The following information was provided by the initial reporter. The customer stated: ¿the customer reported the following two issues observed in 2 of 100 edta tubes:(1) black spots: black spots were found onto one tube. (2) fm - dirt: dirt-like fm was adhering onto one tube."